Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a an endoscopic mucosal resection procedure on (B)(6), 2010. According to the complainant, during preparation, the active cord connector of the snare detached from the handle. The physician was able to use another captivator standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator standard oval snare was used during a an endoscopic muscosal resection procedure on (B)(6), 2010. According to the complainant, during preparation, the active cord connector of the snare detached from the handle. The physician was able to use another captivator standard oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The returned device presented with the cautery pin attached to the device; however, the cautery pin legs were closer than usual. Measurements taken of the pin were found to be out of specification. Attempts to confirm with the complainant that the device was returned with the cautery pin re-attached to the device were unsuccessful. The condition of the returned device was not consistent with the complaint that the cautery pin detached from the device. The most probable root cause for the out of specification cautery pin is a supplier manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.